Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm), via phone, determined that the e2 and the secondary energy were out of range, cause by the double tap of the foot pedal. The tm talked the site through the calibration check, the procedure was reloaded and the treatment completed. Conclusion: based on the results of the investigation, the root cause was user error, specifically the surgeon double tapping the foot pedal. (B) (4)

Event description:
Adverse event: interrupted procedure, required intervention to complete. Malfunction: e2 and secondary energy out of range, caused by double tab of foot pedal. A laser operator reported a system message 21 occurred due to the doctor double tapping the laser foot pedal. Surgery was interrupted, but they cleared the message and were able to complete the procedure. The surgeon reported the patient is doing well and was "very happy with his vision".